Event description:
The user facility reported water was leaking from their steam sterilizer. No report of injuries or procedural delays/cancellations.

Manufacturer narrative:
A steris field service technician inspected and identified a cracked brass fitting on the water pressure switch line. The steris field service technician then replaced a worn drain funnel. The cracked fitting allowed water to leak from the sterilizer. The steris field service technician repaired the brass fitting and tested the unit to ensure it was operational according to specifications. The unit was returned to service.